Event description:
Healthcare professional reported a lap-band system removal due to patient "having a great deal of reflux and pain with empty port; and port pain. Didn't have time to emotionally work on it." Additional follow in progress.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, chest pain, incision pain, and...port site pain." Device labeling addresses the possible outcome of reflux (regurgitation) as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."